Event description:
Customer reportedly obtained results of 285 mg/dl and 120 mg/dl on the advantage system within 10 minutes. Customer performed an additional comparison and received results of 240 mg/dl and 94 mg/dl within 10 minutes on the advantage system. Customer took 30 units novolin based on 240mg/dl-94mg/dl comparison. No adverse event reported. Requested return of suspect system and replacement was sent.